Event description:
It was reported that the device had tilted and perforated the duodenum resulting in bleeding. On (B)(6) 1994, the patient was implanted with a greenfield filter in the inferior vena cava (ivc). On (B)(6) 2016, the patient presented to the emergency room with reports of dark stool, rectal bleeding, dizziness, and weakness. The patient reported that their ivc filter had migrated, but that the location had not changed on a recent CT scan from 2 days prior. On (B)(6) 2016, the patient underwent an endoscopy procedure of the duodenum. This revealed a shallow ulcer in the second portion of the duodenum. It was observed that a metal wire type structure was penetrating the duodenal wall, with the end rubbing at the ulcer bed. Review of past CT indicated the ivc filter leg was extending into the duodenum resulting in gastrointestinal bleeding. Surgical removal of the filter was recommended. On (B)(6) 2016, the patient underwent an exploratory laparotomy in order to remove the ivc filter and repair the duodenum. The left renal vein was isolated, and the right renal vein was somewhat adhered from inflammation where the tip of the filter likely rested. In addition to the tine extending into the duodenum, 2 additional tines perforated the wall of the ivc. The filter had completely incorporated into the wall of the cava extending up into the orifice of the right renal valve. The 3 tines that had perforated the ivc were trimmed and removed. It was assessed that the filter was unlikely to migrate further, so the entire filter was not removed. The anterior cava was closed and the perforation in the duodenum was repaired. Hemostasis was achieved and no further patient complications were reported.